Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of the mildly calcified and mildly tortuous right common femoral artery was attempted with 4 proglide devices, using a pre-close technique, via an 8f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, all the devices failed; two devices had foot breaks and two devices had link breaks. A cut down was performed and thick scar tissue was observed at the puncture site. The suture, link, and both broken foot pieces were removed. The aaa procedure was completed and hemostasis was achieved surgically. There was a clinically significant delay in procedure, and hospitalization was extended due to the closure device issues. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link/suture break could not be confirmed. However, analysis of the returned device indicated that an incomplete blow-through occurred as the posterior needle tip successfully engaged with the posterior cuff during needle deployment, but failed to eject completely out of the posterior foot pocket. As such, when the plunger was removed from the device to retrieve the suture, the posterior needle tip became disengaged from the cuff as evidenced by damaged posterior needle barb. A failure to eject the posterior needle tip out of the pocket and subsequent posterior cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear very similar to the reported suture/link break. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture/link break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.